Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported from the IV therapy rn's that the sr 8 base system "image keeps going dark to where they can't visualize anything." The tm stated "it doesn't happen all the time but happens for no reason. This has happened from the start of when they began using the new unit. I thought we would give it a couple of weeks to see if it kept happening [and] it has."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of dark ultrasound image was unconfirmed as the reported issue nor clinical setting could be reproduced during evaluation at the service facility. The service facility/manufacturer reported that the scanner passed functional testing requirements. Manufacturing records were also reviewed and mrrs were identified during the manufacture review that may be related to the reported image quality issue. However, DHR review confirmed that the lot met all release criteria. The returned system did not display the behavior reported by the complainant and it is likely that the event was caused by another root cause. A history review of serial number (B)(4)showed no other similar complaint(s) from this serial number.

Event description:
It was reported from the IV therapy rn's that the sr 8 base system "image keeps going dark to where they can't visualize anything." The tm stated "it doesn't happen all the time but happens for no reason. This has happened from the start of when they began using the new unit. I thought we would give it a couple of weeks to see if it kept happening [and] it has."